Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a draining slowly message during drain 0 of 6 of treatment. The patient had a hernia repair recently and thinks this is the cause of the draining issue because he also cannot drain manually. In additional follow-up, the patient¿s pd nurse at the patient¿s associated clinic stated that the patient recently located from texas and was a new patient in the pd clinic as of 6/jun/2026. It was reported that the patient has an abdominal hernia; location was not identified. The nurse could not specify if the abdominal hernia existed prior to start of pd therapy (date unknown). Per the nurse, the patient recently underwent manual manipulation of the abdominal hernia by a doctor (date and details were unknown). The nurse provided that this event was not reported to the pd clinic until the patient began experiencing drain complications with the fresenius cycler and with manual pd exchanges. Per the nurse, the reported drain complications on the fresenius cycler is not due to cycler malfunction. Rather, the nurse stated that manual manipulation is likely what caused the reported drain issues (occurring both on the cycler and with manual pd exchanges). Subsequently, on (B)(6) 2026, the patient was hospitalized for further evaluation of the hernia. It was reported that the patient underwent abdominal hernia repair. Additionally, it was reported that the patient was diagnosed with possible peritonitis. However, the nurse indicated that the hospital could not obtain a pd fluid sample. Therefore, peritonitis cannot be confirmed. The patient underwent removal of the pd catheter (not a fresenius product) removed and the patient was transitioned to hemodialysis to let the hernia site heal. The nurse could not confirm whether the patient received antibiotic therapy for possible peritonitis. On (B)(6) 2026, the patient was discharged from the hospital and continues outpatient hemodialysis. The nurse could not specify any cause without confirmed peritonitis due to not having any pd fluid cultures. The nurse stated the possible peritonitis is not due to any fluid leaks or any issues/malfunctions with fresenius products in relation to the event. Liberty cassette has been discarded, no allegation against product. Additionally, the nurse stated that the abdominal hernia was not related to any overfill events or malfunctions with the fresenius cycler.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the fresenius cycler and repair of the patient¿s abdominal hernia with subsequent hospitalization. Currently, it is unknown if the abdominal hernia was pre-existing prior to start of pd therapy. Hernia is a well-documented potential complication in pd therapy due to the increase in intra-abdominal pressure from the natural physiology of pd solution in the peritoneal space. Due to the temporal association to the fresenius cycler to facilitate pd therapy, the device cannot be excluded from this event. However, currently there is no allegation or any documentation in the file that a product issue or malfunction with the patient¿s fresenius cycler caused the hernia with subsequent repair. Furthermore, there is a temporal association between pd therapy with the liberty select cycler/ liberty cycler set and possible peritonitis. At this time, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-established potential complication in pd patients that is most often associated with the pd catheter as a source for the infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.